Manufacturer narrative:
On 10-dec-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a signal interference occurred on all ECG (bs + ic) channels and there were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm. It was initially reported that during the pvc operation, leakage current was detected on patient interface unit (piu) rl input. A second catheter was used to complete the operation. There was no adverse event reported on patient. (Error code:7) the customer¿s reported current leakage error (error code 7) was not considered to be MDR reportable since the issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. On 8-dec-2021, additional information was received explaining that the "current leakage error" was displayed due to a signal noise/signal loss. The signal interference (noise/loss) was observed on all ECG (bs + ic) channels and observed on both the carto®3 system and the recording system. No ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm. During the signal interference/loss, the affected catheter was inside the patient¿s body. Based on the new information, this event was assessed as MDR reportable for product malfunction.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a signal interference occurred on all ECG (bs + ic) channels and there were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm. The "current leakage error" was displayed due to a signal noise/signal loss. The signal interference (noise/loss) was observed on all ECG (bs + ic) channels and observed on both the carto®3 system and the recording system. No ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm. During the signal interference/loss, the affected catheter was inside the patient¿s body. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, electrical evaluation, and functional test of the returned catheter. Visual analysis of the returned sample revealed no damages on the navi-star¿ thermo-cool¿ electrophysiology catheter. An electrical test was performed in accordance with bwi procedures. The catheter passed the electrical values. The magnetic sensor functionality test was performed, per bwi procedures. No magnetic sensor issues or current leakage were observed. During the magnetic sensor functionality test, the device was displayed correctly. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the catheter is working without any noise, electrical, or sensor issues. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following: to minimize current leakage, the following guidelines should be followed. Immediately disconnect the body surface ECG cable and all catheter extension cables from the piu. Press acknowledge in the caution window, to enable ablation through the piu. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).